Manufacturer narrative:
Since the returned device was destroyed, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. There is no patient's info, and since it is difficult to reconstruct at that time in the lab and limited info, it is hard to find out exact root cause for this complaint. And the complaints will continue to be monitored for same case. This report is retrospective report due to FDA foreign inspection warning letter. Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
Stent was in place and when they pulled back it would not deploy. It stayed in the sheath. A different stent was used just prior to this and deployed and functioned normally as expected.